Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to use error, the customer had delivered too large of a bolus for a meal. Blood glucose (bg) was 64 mg/dl and food was consumed to address bg. The customer also reported that the bolus pump settings (carbohydrate setting and insulin duration) had been incorrectly entered into the pump. Tandem technical support assisted the customer with adjusting the settings.